Manufacturer narrative:
The patient¿s exact date of birth/age was not reported. However, the patient was born in (B)(6). This report is for an unknown cement kit. Cement was removed via joint arthrotomy and not considered to be implanted or explanted. Per facility, the complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported via a clinical proximal humeral inter-locking system (philos) study that patient (B)(6) experienced cement leakage during a surgical procedure on (B)(6) 2015. The issue was the result of an inserted screw at e1 perforating the joint. The issue was corrected via joint arthrotomy and with removal of the screw. The patient is reportedly still in the recovery process. No additional information is available at this time. This report is for an unknown cement kit. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Catalog number, gtin, UDI: (B)(4) expiration unknown, lot unknown . PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.